Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi received the endoscope controller involved with this complaint and completed the device evaluation. Failure analysis replicated the reported issue. When the ec was installed into the in-house test system, the ec did not pass the self-test due to a faulty light engine sensor. The root cause of the issue was found to be a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. The fse reviewed the system logs and confirmed the reported errors. The procedure was aborted and switched to a laparoscopic procedure, so no further log information was available. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision went dark intermittently and the system displayed errors 48204, 48203 and 48275, all pointing to the ec (endoscope controller). The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the caller (surgeon) to power cycle the system, try a different endoscope, and cycle the ec power and vsc (vision side cart) circuit breaker. However, after doing so the issue persisted. No change occurred when the caller also tried to manually perform white-balance and restore video defaults. The surgeon indicated it was not possible to use an external light source. Per subsequent follow-up, the surgeon clarified that as a result of the alleged issue, the procedure was switched to a conventional laparoscopic procedure with the same port sites. The surgeon stated that surgery in the abdomen had not yet started; the trocar was placed for about 10 minutes. There were no issues when the system was powered on, only after plugging in the camera did the error occur. The surgeon confirmed the patient tolerated the laparoscopic procedure without any problems and was discharged on (B)(6) 2022.